Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information after being removed. The rv lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 lead, (B)(6) 2009. (B)(4).